Event description:
It was reported that the patient went in for a refill and the health care provider (hcp) could not access the refill port. The patient was rescheduled for a refill under fluoroscopy 6 days later. The refill was performed under fluoroscopy and the pump was found to be empty. The patient and the patient¿s mother had not heard the alarm. The patient experienced withdrawal symptoms including clonus, itching, inability to eat, loss of appetite, and inability to drink. The patient was refilled on a lower dosage to readjust to the medication and would be brought back in 2 weeks later to increase the dosage. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n183264002, implanted: (B)(6) 2009. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).